Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to update d9/h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with black foreign material, however the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not reported to have been deformed and the user's reprocessing methods were unknown. The event can be detected and prevented by following the instructions for use (IFU) which state: "·operation manual_ preparation and inspection -inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system; inspection of the air-feeding function; inspection of the objective lens cleaning function." "·reprocessing manual_ precleaning the endoscope and accessories warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories -reprocessing manual_ manually cleaning the endoscope and accessories_ flushing detergent solution into the air/water channel flush the air/water channel with detergent solution remove detergent solution from all channels" in addition, the following non-reportable malfunctions were found during the device evaluation; the scope cover was leaky/cracked, the light guide rod lens was cracked, the universal cord had wrinkled, the electrical contact of the plug unit was damaged, the angulations were out of specification, the connecting tube was snaky, the insulation resistance value was out of specification, the biopsy channel showed signs of wear, and the switch 1 button rubber was worn. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the air channel of colonovideoscope was blocked. The device was returned as part of preventive maintenance and an evaluation of the returned device at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.